Event description:
I am a type 1 diabetic and use the omnipod 5 insulin management system made by insulet. I have been on one of insulet's insulin management products for about four years now. I have once again experienced a critical error with the pdm (controller) of the system. This is the fourth pdm(personal diabetes manager) I've had over the last year or so and they all fail. As a result, my blood sugar is currently sitting at 323 and I am once again trying to manage my blood sugars using a manual method (which have proven tricky for me over the last decade or so, which is why I'm on a pump now). The first pdm apparently have a critical battery failure and was recalled. I was shipped a new pdm by insulet, and that replacement never worked. So they shipped me yet another new one. This third pdm failed this march when it was giving me an error message when I was changing my pods/pump, which I have to do every 24-30 hours depending on my dosing. It said it was picking up several pods (presumably using a rfid communication system between pdm and pod) and didn't know which one to pair with. This was despite the fact that I was going out to my car to pair the pod and pdm, and the car was parked over 100 yards away from my house where my other pods were stored. So the customer service line told me I would have to replace the pdm yet again. (Replacing a pdm is a pretty big deal for customers. First, you have to go without pods/pump for the time it ships a new pdm, which is generally 2-3 days. Second, I have to reprogram each new pdm with my insulin settings; this isn't a straightforward process and definitely introduces the possibility of errors that could lead to major insulin dosing issues. Fortunately, I have learned to screenshot each setup page so I can ensure the settings are put into the new pdm correctly). Now on my fourth pdm in the last year, I'm getting yet another failure message. Tonight, I was trying to change my pod yet again. I had to go through four pods to do so, as I was either having issues with them sticking to my skin (the adhesive is horrible) or was getting critical errors on my pdm before it failed. Specifically, it was saying the memory on the pdm was full and needed to be restarted to clear the cache. So I did that. But, upon rebooting, it would never get me back to the homescreen as it got stuck when loading the software files. There are apparently 29 such files, and it would get stuck on #14 and never move off of it. So I can't use the pdm at all given I can't get to the homescreen/dosing screen. I called customer service. They walked me through one troubleshooting step (powering off and on), and, when that failed, said they would have to send me yet another pdm. I declined this because I have lost faith in the technological capabilities of this company and will be looking for a new pump provider. I should note that I have also had critical failures of my pods in the middle of the night when I'm sleeping, which leads me to wake up with blood sugars over 350. These failures are communication issues between pdm and pod. The pdm is constantly saying it has lost contact with the pod despite the fact that I am less than 5 feet away from the pdm all night. When this happens, I think it just continues with the same bolus pattern and mine needs to increase quite a bit at 2am...and this isn't happening when these communication issues ensue. I really think this company needs a new software development team. I am unwilling to trust my health to them until they do. Reference reports: mw5155544, mw5155545, mw5155547.